Event description:
Spot endoscopic marker needed for tatooing patient. The device used to inject tatoo ink did not have a needle. Two devices were opened and did not have a needle. Both devices had the same reference and lot number. A third device was opened with a different reference and lot number, and this device was used. No harm to the patient.